Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Microscopic inspection determined that char and tissue were evident on the bisector and the blade. Traces of blood were also present on the harvesting tool handle. A mechanical evaluation of the vv7xb bisector blade slider was conducted. The switch was able to advance and retract the blade with no resistance felt. Based on the returned condition of the device and the results of the investigation, the reported failure mode "mechanical issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb clamp did not open. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The jaws did not open during surgery. (Jaws were called clamps instead of jaws).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb clamp did not open. A replacement device was used to complete the procedure. The hospital did not report any patient effects.